Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for low hv lead impedance. Programming changes were recommended. No further information is available at this time.